Event description:
It was reported that the device received an alarm - error code message. There was an operating system (os) failure. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. H3 other text : the affected device has been received and an evaluation is pending.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an alarm - error code message. There was an operating system (os) failure. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. There was an operating system (os) failure. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that error code 800.8000 confirmed in logs, reflashed device software as per procedure. Upgraded device software from version 9.33.0.46 to version 9.33.1.2. Replaced damaged front/rear cases, wireless card panel, and power cord retainer. Based on the findings, service determined that the probable cause of the reported issue was due to software failure of the error code 800.8000. A review of the device history record showed the device had a manufacture date of 21feb2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.